Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) contacted the customer to address the reported event. During servicing, fse verified the error in the error logs but was unable to duplicate the issue. Fse inspected the lead screw for the sampling assembly and the guide rods. There was debris found on the lead screw. Fse cleaned the lead screw and guiderods and then lubricated them both. Fse checked the sampling assembly and noted smooth movement along the sampling path. Fse ran quality controls with acceptable results. The instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 13-nov-2017 through aware date (B)(4) 2018. There were no similar complaints found during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: [4123] sample-z home overrun. Cause: the home sensor s052, which is not supposed to be activated after the specimen dispensing arm z moves, was activated. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s052 and also check to see the cause of slipping, and so on, that occurs when pm051 moves to the limit side. The most probable cause of the error message was due to debris on the sampling lead screw.

Event description:
A customer reported error 4123 (sample z-home overrun) while running calibration on the aia-900 instrument. Technical support (ts) instructed customer to perform an all set home and the instrument reset without any error. The customer then ran a quality control and it sampled without any error. The customer tried running calibration again and upon follow up, reported that the error reoccurred. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of parathyroid hormone (pth) and creatine kinase mb (ckmb) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.